Event description:
It was reported that a bio-med tech removed the side panels from the device and observed debris. There was no report of injury or delay associated with this individual device. It is believed that this incident was first reported in 2004.